Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with server. A technical support specialist validated retry mode, stopped the station services, backed up the station database, and stored the backup on the application server desktop, then performed a full synchronization and rebooted the device, which resolved the issue; contacted the customer via email to validate functionality, advised unloading and reloading all medications, confirmed successful operation, provided resolution details to the customer, and proceeded with case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was not communicating with server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.